Manufacturer narrative:
The bed had passed a quality check before delivery to the customer and showed no signs of malfunction, suggesting the damage occurred after delivery. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor that could lead to the side rail detachment might be related to an excessive force applied to the side rail. Although the facility did not indicate the circumstances of the damage, the side rail condition (lower arm broken off and bent upper arms) indicates that the side rail was mechanically damaged. According to the citadel plus instructions for use (IFU, 831.374 rev. 11): "to prevent damage to the bed as well as an unsafe condition, make sure that all four width extensions on one side or all width extensions on both sides are in the same position. To avoid equipment failure or damage, do not use the rails to move the bed." IFU also includes information: the safety sides shall be checked every day by a caregiver. If the malfunction is identified, arjo or an approved service agent should be contacted. To sum up, the side rail was damaged, therefore the arjo device did not meet specifications. There was no indication regarding patient involvement. No injury was claimed. The complaint was assessed as reportable due to the side rail panel detachment from the bed.

Event description:
An arjo technician found during the device inspection that the side rail detached partially- the lower arm was broken off and the upper arms were bent. There was no patient involvement, the bed was picked up from the facility basement. The circumstances of the damage are unknown.